Manufacturer narrative:
H6-final analysis-unable to program, vvi reset occurred; mechanism-hybrid anomaly; component-hybrid.

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the de vice could not be interrogated or programmed. Evaluation after implant found that the device was inn vvi mode, rather than the ddd mode programmed at implant, and most of the programmed parameters were lost.~